Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving gablofen (500.0 mcg/ml at 145.23 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and multiple sclerosis. It was reported examination revealed an open sore over the pump on (B)(6)2014. It was noted antibiotics were started and the cause was unknown. The pump was explanted and not replaced on (B)(6)2014. The event resulted in in-patient hospitalization. The outcome was resolved without sequelae on (B)(6)2014. The etiology of the event was noted as possible related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.